Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of over 500 mg/dl. Suspected cause was due to customer not completing fill tubing process. Customer administered manual injections to treat elevated bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.